Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 02/15/2022, it was reported through the surgical outcome system that a revision surgery is required due to loosening of prosthetic joint. The date of the primary procedure was (B)(6) 2021 for a supscapular repair shoulder arthroplasty. The following operation/implants - inverse/reverse total shoulder replacement(s) are as follow: glenosphere size: 36 mm, spacer poly size: 3.0, lateral offset: 4, non-augmented baseplate size/type: small, stem details: pressfit, stem details: standard length, stem size: 5.0, humeral offset: 2mm posterior, humeral inclination: 135, humeral version (primary case): 20, lat transfer: 0.0, classification: sirveaux e2, os acromiale: 0.0, central fixation type- mgs only: 25 mm post, augmented baseplate size/type: aug m. No additional information was provided. Additional information requested.